Event description:
It was reported, the pump failed occlusion testing. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the downstream occlusion (dso) seal was damaged/detached. Service history identified, the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing was performed. And the customer reported issue was not duplicated. The dso seal was replaced.